Event description:
When the guidewire was examined under fluoroscopy, the wire was seen to have a kink in the proximal portion of the mid-line due to suboptimal subcutaneous tunnel creation. After multiple attempts to reposition the port had failed, removal was deemed necessary. Upon removal, it was seen on fluoroscopy that the distal end of the wire had fractured. The patient was stable and a new port was successfully placed. The patient underwent a foreign body retrieval procedure to recover the wire from the pulmonary artery, where it had lodged.